Event description:
Voluntary medwatch received states that the cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial noise and far-field r-wave over-sensing on the right atrial lead resulting in inappropriate mode switches. According to the healthcare professional (hcp) the device under sensed atrial fibrillation(af) approximately eight months ago, at which the sensitivity was adjusted. Technical services (ts) was consulted and programming options were discussed. This crt-d remains in-service at this time. No adverse patient effects were reported.